Event description:
It was reported that a female patient underwent a revision breast augmentation with a 270cc mentor memorygel breast implant and experienced left-sided grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on unspecified date.

Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 6, 2022, the mentor failure analysis lab received the device for evaluation. On april 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 270cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On 12-mar-2022, mentor received additional information regarding the implantation date, explantation date, the patient¿s information, and the revision surgery. The implantation date and explantation date were (B)(6) 2021 respectively. The patient identifier is (B)(6). The patient dob is (B)(6)1977. The patient underwent removal and replacement with a 270cc mentor memorygel breast implant (catalog #:smpx270, serial #:(B)(6)). The relevant fields have been updated. Manufacturer's reference number: (B)(4).